Event description:
Info received indicates, the brake at the head end of the stretcher is not working.

Manufacturer narrative:
The tech found the brake linkage broken at the head end of the stretcher. The tech used a brake/steer upgrade to repair the stretcher.